Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. Following the reset, the pump no longer displayed the cgm error, and the caller successfully started their sensor session.